Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(4) that before an unspecified surgical procedure it was observed that the battery device failed to charge. It was reported that there was no patient involvement. It was reported that there was no delay to a planned surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.